Event description:
Noise observed on rv channel, lead capped and replaced. No adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.